Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was between 300-400 mg/dl at time of event. Elevated blood glucose was addressed with a bolus via the pump. Customer went to the emergency room (ER) for the elevated blood glucose and moderate ketones. Ketone levels were identified as life threatening by health care provider. While in the ER, the customer fainted and was subsequently admitted to the ICU. Customer was treated intravenously with saline and insulin, and was released from the ICU two days later with the issue resolved and no permanent damage. Upon being discharged, customer changed pump supplies and successfully resumed insulin delivery.